Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has previously alleged headaches, sinus and respiratory problems, chest pressure and asthma. There was no medical intervention required by the patient. The device was returned to a third-party service center. The technician confirmed no evidence of foam particles during the device evaluation. The device was scrapped. Boc b and box h has been corrected and updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headaches, sinus and respiratory problems, chest pressure and asthma. There was no medical intervention required by the patient. The device was returned but not yet evaluated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.